Manufacturer narrative:
Concomitant medical products: 4262 boston scientific lead, implanted: (B)(6) 1995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back at some time and was capped during the last generator replacement in (B)(6) of 2015. The lv lead was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.